Event description:
Healthcare professional reported capsular contracture, baker grade IV and rupture. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening on posterior side assessed as fold flaw opening. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ creases are observed. ¿ wear abrasion is observed. ¿ stress marks are observed assessed as non-penetrating nick. ¿ observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported capsular contracture, baker grade IV and rupture. Device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported capsular contracture, baker grade IV and rupture. Device has been explanted. This relates to the right side.